Manufacturer narrative:
(B)(4). No product was returned to assist in the investigation. Per quality control specification, personnel confirms the type and outside diameter of tubing for the inner and outer catheters, and that the surface of the catheter is smooth and clean, free of excessive dents and kinks. It is possible that the catheter encountered resistance beyond its design. We are continuing our monitoring of similar complaints and have notified the appropriate personnel.

Event description:
A tunneled dialysis catheter was being placed under direct sonographic guidance through the internal jugular vein using a micropuncture transitionless introducer set. A 0.035 amplatz wire was advanced through the sheath into the inferior vena cava under fluoroscopic guidance. At this point, the transitional dilator was removed over the wire in preparation for placement of the peel away sheath. It was noted, however, that the transitional dilator had fractured just distal to its hub. A snaring of the catheter fragment was done via a common femoral vein access point under direct sonographic guidance. The pt underwent a procedure to remove the portion of the product device. The pt did not experience any adverse effects due to this procedure.